Manufacturer narrative:
The pipeline flex reported in this MDR will not be returned for evaluation as it was discarded. The report of pipeline flex failure to open could not be confirmed and the event cause could not be determined. This event is also reported in MDR # 2029214-2015-00892. (B)(4).

Event description:
Medtronic (covidien) received report that two pipeline flex devices (ref MDR # 2029214-2015-00892) did not open during a procedure. The devices were discarded. There was no harm to the patient. No further information is available.